Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of a coyote nc balloon catheter. There was blood in the hub, inflation lumen, and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 6mm proximal of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01875. It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After crossing a non-bsc guide wire to the lesion, dilation was performed with a 5.00mmx2.0cmx90cm peripheral cutting balloon¿ (pcb). However, during first inflation at 8 atmospheres for 10 seconds, the pcb ruptured. The pcb was removed and was replaced with a 5.0x40, 75cm mustang¿ balloon catheter. However during first inflation at 10 atmospheres for 10 seconds, the mustang¿ balloon ruptured, was removed and replaced with a 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter. Upon the first inflation at 15 atmospheres for 5 second, the nc quantum apex¿ balloon ruptured. Nc quantum apex¿ balloon was removed and replaced with another 5.00mmx2.0cmx90cm peripheral cutting balloon¿. During second inflation at 10 atmospheres for 15 seconds, the balloon ruptured. Though the balloons ruptured, improved blood flow was confirmed so the procedure was completed. No patient complications were reported and the patient's status was good.